Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to diabetic ketoacidosis on april 18, 2018 with blood glucose of over 312 mg/dl at the time hospitalization. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.